Event description:
An msi-pf injector, lot number unknown, overrode a cc4204bf lens, diopter +17.5, and tore it. The lens was implanted and removed with no patient injury or event. An sfc-25 fp cartridge was used, but the lot number is unknown.

Manufacturer narrative:
The injector and cartridge were not returned for evaluation. However, visual inspection of the lens found one haptic torn off. There was evidence of surgical residue. Invesitation under iaca is ongoing.